Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product(s): 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2015; 3058 interstim urinary mgu ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that device had early battery depletion but the left ventricular lead pacing outputs were noted to be programmed high. The device was explanted and replaced. No patient complications have been reported as a result of this event.